Event description:
On q-ball, catheter broke off in patient during removal. Device was inserted in lumbar region soft tissue to infuse medication for pain. Surgeon determined no further intervention required. Patient discharged from hospital as planned.